Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up the electrogram could not recover any atrial data but noise was observed. A chest x-ray was performed, revealing lead dislodgement. The physician elected to change programming to vvi mode rather than perform a lead revision.